Event description:
Boston scientific crm rec'd info that pace impedance measurements were fluctuating between 452 ohms and greater than 2000 ohms one day post implant. Noise was observed when the pt moved arms and when the boston scientific crm sales rep pushed on the pocket. Farfield oversensing was observed on the right atrial (ra) channel when the ventricular sense (vs) occurred, however, this only occurred when the noise is recreated. Technical services discussed a potential connection related issue. An invasive surgical procedure was performed. The ra lead was removed from the device header and re-inserted, ensuring that the setscrews were tight. No further complications were noted. No adverse events were observed. All available info indicates that the lead remains in service. There is no add'l info available. If add'l info becomes available the event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.